Manufacturer narrative:
Event date was reported as (B)(6) 2015.

Event description:
Information received from patient reported that their implantable neurostimulator (ins) was not working and when they tried to increase the stimulation it did not work. The patient stated that they sometimes felt the stimulation but now they did not think there was stimulation coming from the ins. There were no falls or trauma related to the issue. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.